Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician failed to remove the lead from the pacemaker's header after the lead had been connected to the pacemaker. The pacemaker was not used and replaced during the procedure. There were no patient consequences.